Event description:
A patient implanted with unassembled click'x approximately 8-10 years ago at l4-s1 with no instrumentation placed in l5, was returned to the operating room in (B)(6), 2010 for revision. Patient was implanted with 6.2mm x 45mm screws x 2, 7.0mm screws x 2, 3-d heads x 4, locking caps x 4 and 2 rods. At some point post-implant it was noted the rods had slipped from the screws. All hardware was removed and patient was noted to be fused at l5-s1. Patient was revised to new, preassembled click'x hardware at l3-l4. This report is #10 of 10 for the same event.

Manufacturer narrative:
Additional information has been requested. Implant date reported as 8-10 years ago. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.